Event description:
The patient safety report stated: lift stopped working after patient was in chair. Ot/pt also assisted troubleshooting by unplugging and plugging back in the power source. Device worked fine after powering back at 1400. At 1600 the tech from hillrom came and assessed and found a loose connection in the hand control and was fixed. The medsun report stated: battery was not charged up to highest point, hand held device was found to have a short and was fixed. Manufacturer response for ultratwin over-head lift, (brand not provided) (per site reporter): the staff had the tech come in. I did not contact them.